Event description:
It was reported that during an un-specified procedure, the balance middleweight guide wire was being used with a non-abbott over-the-wire balloon catheter. An attempt was made to exchange the guide wire; however, the guide wire could not be removed from the balloon, and the devices were removed as a single unit. After removal, it was noted that the tip of the guide wire was stretched. A new guide wire and micro catheter were used to complete the procedure. Rotablation was also performed and the target lesion was treated successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire noted blood on the coils and dried contrast on the core and coils which is consistent with the guide wire being in the patient as reported. The tip coils were stretched distal from the center solder for a length of 1 mm which is consistent with interaction with the lesion and/or other device as no damage was reported during inspection prior to use. There were offset and overlapped intermediate coils, 1.1 cm and 2.1 cm distal to the proximal solder. There was a bend in the core at the center solder. There was a kink in the shaping ribbon 2 mm proximal to the tip ball. The noted offset and overlapped intermediate coils, bend in the core and kink in the shaping ribbon were not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. The tip was tugged on to confirm that the core and shaping ribbon were intact. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. An attempt to move the guide wire in this reduced clearance can cause the coils to bunch up or overlap which can increase the diameter of the guide wire and cause resistance between devices. If this resistance is not reduced and continued force is applied to a wire with overlapped coils, this can result in permanent deformation of the wire and possibly lead to the wire becoming locked or frozen in the catheter. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to an undesirable level and cause the coils to overlap. The balloon catheter was not returned for analysis which may have aided in the evaluation. In this case, the guide wire was backloaded through a new over-the-wire (otw) balloon catheter straight and looped and there was slight resistance noted at the bend in the core at the center solder; however, the guide wire was able to advance completely through the balloon catheter. The maximum outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. The outer diameter of the distal end including the solders were measured with a hole gauge and there was a slight resistance noted at the bend in the core at the center solder but the guide wire completely advanced through the hole gauge. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents reported for this lot. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.